Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 4mmx15cm non-bsc balloon catheter. There were no patient complications nor injury reported.